Event description:
In early 2009 "caller alleged imprecision with inratio meter. Results as follows:" inratio meter gave 1.6, 2.7, 2.2.

Manufacturer narrative:
Inratio precision data provided by end-user lot (inratio meter): date: in late 2008, 1st inr = 1.6, 2nd inr = 2.7, 3rd inr = 2.2. Inratio meter, mean 2.2, sd: 0.6, %cv: 25.4. The 25.4 % cv is more than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested if meter is returned. As of early 2009, the meter is not expected to return. Hence, no further investigation is possible. No corrective action required as no product deficiency was established.